Event description:
In 2008, the pt reported that her infusion device displayed stop on the screen but the device was performing a prime. She stated that the infusion device was "clicking" as if performing a prime but no insulin dripped from the infusion tubing. She stated that she performed another prime which was successful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.